Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-aug-2017 and it was reported that the cause of the motor stall was not determined. The patient¿s pain resolved. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that a motor stall was seen it the initial interroation of the pump. The patient did not recently have a mgnetic resonance imaging (MRI) scan. It was reported the motor stall occurred on (B)(6) 2017 at 11:32 and recovered the same day at 12:48. The patient was in severe pain because they could not get their bolus. It was reported the hcp did not see a personal therapy manager code after the bolus request, just a denial. The hcp stated they updated the pump prior to the patient using the personal therapy manager. It was discussed that the patient would be locked out for their normal interval after the update. No further complications were anticipated/reported.